Event description:
Bone prosthesis was surgically implanted for ewings sarcoma(bone cancer leg). This particular device is designed to "grow" with the patient. Apparently, it "grew" too fast and the child was in severe pain. Further surgery was performed to disable the expansion mechanism and secure the rest of the device at the right length, leaving it in intact. The pt will require further surgery as he grows.====================== health professional's impression======================unclear. The orthopedist spent a long time consulting with the engineers at wright medical, reviewing xrays with them etc. This is a very new device and was custom made. It is also the first time ever a device of this nature has been placed in a patient this young.